Manufacturer narrative:
The device was received not deployed. Download data generated an 0x41, rotational sensor maximum summed error table, alarm and a rotational sensor malfunction was observed in the data. Rerun of the device replicated the rotational sensor malfunction. Inspection of the commutator cap found it to be damaged. The damage to the commutator cap is confirmed as the cause of the reported event.

Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The device has been returned/received and is pending investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.